Manufacturer narrative:
The insulin pump was received scratched case, pillowing keypad overlay, missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir compartment was damaged and a big piece came loose. The customer reported that the insulin pump was bumped. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.